Manufacturer narrative:
Initial reporter phone# : (B)(6) initial reporter fax# : (B)(6) initial reporter zip code : (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for foreign matter from syringe on lot # 0314343. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue. Based on trend analysis no further action is required at this time. Samples returned - customer returned (60) 1/2cc, 8mm 30g syringes (4 in open poly bags, 56 in sealed poly bags) from lot # 0314343. Customer states that when drawing the drug solution the user discovered that the drug solution became turbid. Thirty out of 60 returned syringes were examined (all from the open poly bags, 26 from the sealed poly bags) and 3 out of 4 syringes from the open poly bags and 11 out of 26 syringes from the sealed poly bags exhibited smeared ink on the outer surface of the barrel. Manufacturing (holdrege) will be notified of this issue. Photos - 01nov2021, holdrege received a photo complaint from material #326668 and lot #0314343; initial evaluation: examination of the photo indicates a light shadow print creating a smokey appearance from the zero ¿ 10-unit scale line on the outside of the barrel. All minor and major scale lines and numbers appear to be readable. Manufacturing evaluation: a review of the printer line where the syringe in question was produced was completed. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0314343 was reviewed. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection every 30 minutes: one or more scale lines missing. ½ of the scale line must be visible. Visual inspection every 30 minutes: density of print; too light, too dark, shadow print; discolored print. Visual inspection every 30 minutes: cosmetic condition such as mis-formed/broken scale lines, numbers, or letters. Functional inspection once per shift: scale marking ink permanency test. Root cause: notifications and maintenance dispatch (l2l) were reviewed, and no non-conformances or dispatches were noted for missing print. Root cause cannot be determined. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported that when drawing the drug solution the user discovered that the drug solution became turbid.